Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.